Event description:
As reported, the plug deployment of a 5f exoseal vascular closure device (vcd) button could not be released. There was no reported patient injury. The procedure was completed using manual compression. Pulsatile flow was observed from the bleed-back indicator, and the exoseal vascular closure device (vcd) and vascular sheath introducer were retracted together until the pulsatile flow significantly slowed or stopped and the indicator window turned solid black. When attempting to depress the button, it could not be pressed at all. The indicator window remained solid black at that time, and no red color was observed during retraction. The device was not deployed outside the patient. The operator was trained in using the device, which was used during an interventional procedure and was stored and prepped per the instructions for use (IFU). A retrograde approach was employed. There were no visible signs of damage prior to use, and the type of catheter sheath introducer used was not specified. Angiography confirmed femoral artery suitability, including insertion angle, and the vessel diameter was verified to be =5 mm. There was no visible calcium, plaque, nearby stent, or >50% stenosis at or near the puncture site. The target femoral site had not been closed by a closure device or manual compression in the previous 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site before using the vcd. Other procedural details were requested but were not provided. The device will be returned for analysis.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the plug deployment of a 5f exoseal vascular closure device (vcd) button could not be released. There was no reported patient injury. The procedure was completed using manual compression. Pulsatile flow was observed from the bleed-back indicator, and the exoseal vascular closure device (vcd) and vascular sheath introducer were retracted together until the pulsatile flow significantly slowed or stopped and the indicator window turned solid black. When attempting to depress the button, it could not be pressed at all. The indicator window remained solid black at that time, and no red color was observed during retraction. The device was not deployed outside the patient. The operator was trained in using the device, which was used during an interventional procedure and was stored and prepped per the instructions for use (IFU). A retrograde approach was employed. There were no visible signs of damage prior to use, and the type of catheter sheath introducer used was not specified. Angiography confirmed femoral artery suitability, including insertion angle, and the vessel diameter was verified to be =5 mm. There was no visible calcium, plaque, nearby stent, or >50% stenosis at or near the puncture site. The target femoral site had not been closed by a closure device or manual compression in the previous 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site before using the vcd. Other procedural details were requested but were not provided. One non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was not locked. The plug was in its manufactured position, and the indicator wire was found not deployed. No catheter sheath introducer was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis, no additional anomalies were observed to be reported. An attempt to perform a deployment simulation evaluation was made; however, it could not be completed, as the unit was received with the delivery shaft completely obstructed by a plug swollen with dry blood, which impeded the indicator wire exit port and prevented indicator wire deployment. This condition resulted in the inability to initiate the deployment mechanism activation. Additionally, it was noted that an attempt to deliver the indicator wire resulted in bending of the indicator wire within the internal portion of the device. A high magnification microscopic evaluation was executed to assess the internal mechanism of the device. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿deployment lever (button) frozen/locked¿ could not be evaluated through analysis of the returned device as the delivery shaft was observed completely obstructed by a swollen plug with dried blood, which impeded testing of the deployment mechanism. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is difficult to determine the factors that may have contributed to the plug deployment issue, as the received condition of the device compromised the testing of the mechanism. The dried, swollen plug was obstructing the indicator wire exit port preventing deployment. Additionally, an attempt to deliver the indicator wire resulted in bending of the wire within the internal portion of the device further preventing testing. As this dried material would not likely have been encountered during use in the procedure, it is possible that prolonged swelling of the plug contributed to the issue experienced by the customer. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.